Manufacturer narrative:
(B)(4)

Event description:
It was reported trough remote transmission, that non-sustained rv oversensing was observed due to failure to capture the biventricular pulse. The failure to capture was demonstrated on the at/af episodes. Programing changes were made. The complete system was later explanted and replaced due to an unrelated issue. The patient's condition is stable.